Manufacturer narrative:
(B)(4). Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm at an unknow target vessel/artery, a 2mm x 3cm galaxy g3 mini coil (glm920030, l14558) was being used as the final coil, but it came out from the lesion. The physician attempted to re-sheath it but the sheath introducer got damaged and the complaint coil was not able to be re-sheathed. It was replaced with another coil and the procedure was completed. The customer states there is no additional information available.